Event description:
It was reported that during a laparoscopic radical nephrectomy the device produced a scissored clip after firing seven clips. The event did not change the original intent of the procedure. There was no pt consequence.